Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality controls were run prior to running the patient samples, which were acceptable. The customer removed the primary reagent pack and installed a new one. Quality controls (qc) were run, which were acceptable. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the aspirate probe guides and aspirate probe 1. A siemens headquarters support center (hsc) specialist reviewed the service report. The (B)(6) method utilizes aspirate probe 1 during its wash cycle. The hsc specialist could not determine the cause of the event, as the customer had also installed a new reagent pack and successfully run qc prior to the service visit.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur instrument, resulting (B)(6). The repeat results from the alternate advia centaur instrument were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.